Event description:
On april 17, 2000, the customer generated an axsym beta-human chorionic gonadotropin value of >200,000miu/ml following a 1:200 dilution. The account then performed a 1:100 manual dilution and ran the sample at a 1:200 autodilution, giving a result of 183,000 (corrected for dilution, 18,300,000miu/ml). This value was reported and was not questioned by a physician. Because the value was higher than expected, the sample was re-run on another axsym instrument at a 1:200 dilution and yielded a value of 55,000miu/ml. Account stated corrected value was reported immediately. Account stated there was no impact on pt management.